Event description:
The manufacturer received information that a patient with a rep dreamstation auto CPAP device passed away and the patient¿s wife wants to make sure another device is not being sent to him. There were no further details provided. There was no allegation that the device contributed to the death. The device has not been returned for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.